Event description:
Pt reported receiving an e8 error message on the infusion device. Had pt install a new battery and battery cover; no change. Pt stated the buttons on the infusion device do not respond. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 were found in the history. The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source lead to an always activated down button and unsolvable e8 error messages. Due to the always activated down button all the buttons do not react on pressure.